Event description:
A consumer reported that following intraocular (iol) implant surgery his eyes hurt everyday and he finds it "difficult to see when there is light". Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Add'l info has been requested. (B)(4).